Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's right hip was revised. The stem implanted 2 days prior to the revision was too small for the patient's anatomy and subsided somewhat. The shell was implanted in too vertical a position and needed its position altered. A larger stem and (due to needing to re-ream to re-position the shell) larger shell were implanted. Rep confirmed there were no allegations against the revised head and liner.